Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported entrapment of device (clip caught on chordae) was a result of user technique/procedural conditions. The reported foreign body in patient appears to have been a cascading event of the reported entrapment of device (clip caught on chordae). The reported poor imaging appears to have been a result of challenging patient anatomy. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip device, cds0701-xt; 00817u181, referenced is filed under separate medwatch report number.

Event description:
This report is being filed as the clip (cds0701-xtw; 10108u158) became caught in the chordae and was deployed in that location. It was reported that on (B)(6) 2021 the patient presented with mixed mitral regurgitation (mr) grade 4, posterior leaflet tethering, and mitral annular calcification. The first mitraclip (cds0701-xtw; 10108u158) advanced and was in the left ventricle when the physician attempted to go more medial, however, too much movement was placed on the device. There was no unexpected movement, however the device was inadvertently steered by the user. The mitraclip had then became caught in the chordae. Standard troubleshooting was performed, however, the mitraclip was unable to be removed from the chordae. As intervention, the mitraclip was deployed at that location, in the chordae. There was no tissue injury observed due to this issue. As additional treatment due to the previous clip, and to further reduce mr, another mitraclip (cds0701-nt; 00805u102) advanced to the mitral valve and grasping was attempted. This mitraclip was difficult to grasp, and then once grasped, was unable to capture both leaflets. The mitraclip was not deployed and the device was removed without issue. There was no tissue injury observed. Following, a third mitraclip (cds0701-xt; 00817u181) successfully grasped/captured the leaflets and was successfully deployed. After about 10-15 seconds, this mitraclip detached from the anterior leaflet, while remaining attached to the posterior leaflet, a single leaflet device attachment (slda). As treatment, a fourth mitraclip was successfully implanted, without further issues. The mr had been reduced to grade 3. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.